Manufacturer narrative:
Approximate age of device ¿ 7 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an emergency heartmate ii exchange on (B)(6) 2018 due to suspected thrombus. Additional information was requested, but not provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a direct correlation between the device and the report of suspected thrombus could not be conclusively established. The pump was returned assembled with the driveline severed approximately 8 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 31 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft was not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.